Manufacturer narrative:
The customer reported event of 'autopulse platform system displayed 'system error, out of service, revert to manual CPR' error message' was confirmed during functional testing and per archive data. The most probable root cause was due to a damage processor board. Unrelated to the customer reported event, during visual inspection, the autopulse platform exhibited cracks on the top cover and front enclosure. Both parts would be replaced to correct this issue. The cause for the physical damage was due to wear and tear. The clutch plate needs to be deburred to remedy the sticky shaft problem. The autopulse platform is a reusable device and was manufactured in 2013 and is almost 6 years old, it passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. During functional testing, the autopulse platform failed 'ua136 (invalid parameters block (system error))' error message upon powering up the device. The processor board would be replaced to correct this issue. Archive data could not be recovered due to the corrupt filed caused by the damage processor board. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse platform with sn (B)(4).

Event description:
It was reported that during shift check, the auto pulse platform system displayed 'system error, out of service, revert to manual CPR' error message. No patient involved.